Manufacturer narrative:
The investigation of the reported complaint has been completed. The anesthesia system was investigated by the field service engineer. The reported failure was reproduced. Two pressure transducer pcbs¿ were found faulty and were replaced. The returned pressure transducer pcbs were inspected visually; no damages or deviations could be noticed. After installing of the pcbs in a reference system, a system checkout was performed. All tests passed. After a few hours in ventilation mode, the system began to generate a technical error code indicating an open safety valve and there was a total stop of ventilation. A new system checkout was performed which failed multiple sub tests and the pressure transducer test failed due to the zero-pressure offset had drifted. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion into this matter is that the returned pressure transducers were faulty.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).